Event description:
A nurse reported that the system shut itself down during calibration of the system. There was no patient involvement. The staff used an alternate system to initiate and complete the scheduled surgeries.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).